Event description:
Customer reported a malfunction with the pump, and malfunction code 16 was displayed. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer was instructed to reset the pump, but the issue recurred. Technical support decided to replace the pump, and the customer was informed of the shipping process, advised to switch to multiple daily injections as a backup therapy, and provide the faulty pump back to the company. The replacement pump with updated software was sent, and training was made available to the customer.